Event description:
User reports receiving high total protein results for approximately six months. User indicated difference in results at that time were approximately 0.3-0.5 mg/dl. Total number of patient samples involved was not provided. User stated in 2008, approximately 60-80 patient samples were affected. User states erroneous results on earlier dates were reported, no information was given to determine if patients were adversely affected. From the same day forward, information provided indicates patient results were being held and not reported. Specific data for 11 patient samples performed the following month, was provided. All results in g/dl. Sample 1, 9.7, 7.9. Sample 2, 9.0, 7.4. Sample 3, 9.3, 7.6. Sample 4, 8.8, 7.3. Sample 5, 8.7, 7.2. Sample 6, 9.2, 7.5. Sample 7, 8.6, 7.1. Sample 8, 8.9, 7.1. Sample 9, 8.8, 7.2. Sample 10, 8.4, 6.8. Sample 11, 9.2, 7.4. The field service rep determined the reagent being near the expiration date to be the cause. After loading a new lot of reagent and controls, field service rep was unable to reproduce the issue. Review of recent data shows all values within specification.